Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.